Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue related to bent sensor tip was reported with the freestyle libre sensor. Customer reported receiving low scan results and experiencing symptoms described as dizziness and "about to lose consciousness". Customer was unable to self-treat due to symptoms and was taken to hospital where a reading of 491 mg/dl was obtained on the hcp device. Customer was diagnosed with hyperglycemia and treated with insulin. Upon removal of the sensor, customer identified the sensor tip was bent. There was no report of death or permanent injury associated with this event.